Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the no power up was verified to be caused by a defective battery interconnect board and ac charger. The battery interconnect board and ac charger was replaced to resolve the problem. Evaluation of the battery interconnect board and ac charger does confirm the issue, but root cause cannot be determined. The board is scrapped after testing. No emerging trend based on similar reports

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.